Manufacturer narrative:
(B)(4). Date sent: 04/21/2016. (B)(4). Attempts are being made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify the statement, ¿the lung tissue fell out of the stapler, without the cutter being retracted.¿ this device only staples, there is no knife to cut the tissue. For clarification, on the second attempt where this issue occurred, were the deployed staples missing from the outer edges? Or, were the staples deployed, but were not formed in the proper b-formed shape? The analysis results showed that the tx30g device arrived in good visual condition and with no reload present. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. Event could not be confirmed as no cartridge was returned for analysis. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that the doctor was performing a thoracotomy and when the stapler was locked on lung tissue, the device stapled only in the middle of the cartridge, with well-formed staples but the outer edges of the cartridge didn't staple the tissue. Then, the lung tissue fell out of the stapler, without the cutter being retracted. A second green cartridge was tried with the same instrument and the same issue occurred, where staples formed in the middle of the staple line but not on the outer edges, as well as the lung tissue falling out of the stapler. The doctor no longer needed the device and completed the procedure with no consequence to the patient.